Event description:
A translation was received of an event reported to philips as "call the police". Clarification was provided that the control pca was broken and the device cannot be used.

Manufacturer narrative:
.

Event description:
A translation was received of an event reported to philips as "call the police". Clarification was provided that the control pca was broken and the device cannot be used. Further clarification was provided that the battery was broken and there was no problem with the control pca.